Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink and shaft separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states xience xpedition is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states that the safety and effectiveness of the xience xpedition stent have not been established for subject populations with chronic total occlusions. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Coronary stent used in a peripheral lesion (indication for use) and pushed with force while trying to advance the system (excessive force). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a left lower leg intervention, the 3.0x33mm xience xpedition stent delivery system met resistance in the moderately tortuous vessel, while trying to get to the heavily calcified chronic total occlusion lesion. The device was pushed with force resulting in a proximal kink and separation of device outside of the anatomy. The device was easily removed. There was no adverse patient sequela and no clinically significant delay in procedure reported. Another shorter length xience xpedition was used successfully to stent the lesion. There was no additional information provided.